Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to loss of capture. The patient was asymptomatic. Programming changes were made. No further information was provided.